Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has experienced heating at the ipg pocket site when the stimulation is on since the ipg was implanted. It was also reported the patient feels the ipg has moved about six inches toward the spine. Patient requested a new charger to determine if that makes a difference.